Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer reported that the cns would not boot up. No patient harm or injury was reported. Service requested: troubleshooting. Service performed: troubleshooting. Investigation summary: the reported device was not returned for product evaluation. The customer identified that the cause of the issue was the hdd. Swapping to the secondary hdd did not resolve the issue. The customer ordered a new hdd and resolved the issue after installation. The root cause of cns not booting up is hard drive failure. Hha has been completed for the cns-6201a hard drives failure. As this issue has an overall risk of high, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Event description:
The customer reported that the central nursing station (cns) would not boot up and reported of getting an error for port 1 hdd which seems to be an issue with the original primary drive. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nursing station (cns) would not boot up and reported of getting an error for port 1 hdd which seems to be an issue with the original primary drive. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the central nursing station (cns) would not boot up and reported of getting an error for port 1 hdd which seems to be an issue with the original primary drive. No patient harm was reported.